Event description:
(B)(4). It was reported that during a coronary stenting treatment procedure, vessel dissection occurred. In (B)(6) 2010, the subject was scheduled for cardiac catheterization which revealed a 80% stenosed lesion located in the proximal right coronary artery (rca). The lesion was 12 mm long with a reference vessel diameter of 3.50 mm and treated with direct stent placement using a 3.50 x 16 mm taxus liberte stent. Following the placement of the 3.50 x 16 mm taxus liberte stent, a grade "a" dissection was noted. This was treated with the placement of another 3.50 x 8 mm taxus liberte stent overlapping distally with the previously placed 3.50 x 16 mm study stent with 0% residual stenosis. The subject was discharged on aspirin and prasugrel the following day.

Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).